Manufacturer narrative:
An event regarding size/fit issue involving a restoration modular stem was reported. The event was not confirmed. Method and results: device evaluation and results: the returned devices were unremarkable. A dimensional inspection was performed. All features conformed to the required specifications with no evidence of a dimensional issue. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: an adverse mix of patient-related factors regarding presence of bony defect conditions prior to revision and procedure-related factors regarding optimal component choice and surgical technique for reconstruction during the procedure have resulted in problems with stability of the initially implanted shorter stem combination requiring exchange for longer devices and thereby causing a time delay. End result of reconstruction appears very adequate. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded, "an adverse mix of patient-related factors regarding presence of bony defect conditions prior to revision and procedure-related factors regarding optimal component choice and surgical technique for reconstruction during the procedure have resulted in problems with stability of the initially implanted shorter stem combination requiring exchange for longer devices and thereby causing a time delay." Consultation with subject matter experts was performed when completing the dimensional inspection for the returned device. All features conformed to the required specifications. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
During hip arthroplasty revision surgery, the doctor use 18*127 die trial performed operations, and then use 18*127 mod plasma ha stm add to medullary space. The mod plasma ha stm gone down. The doctor decided use 19*127 mod plasma ha stm, this one can¿t put into the medullary cavity. At last, the doctor use 18*167 mod plasma ha stm finished surgery. The doctor very skeptical about size of ¿18*127¿and ¿19*127¿ mod plasma ha stm. The size of 18*127 mod plasma ha stm doesn¿t match 18*127 die trial. On (B)(6) 2015: it was confirmed that stryker devices were not revised during the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device implanted.

Event description:
During hip arthroplasty revision surgery, the doctor use 18*127 die trial performed operations, and then use 18*127 mod plasma ha stm add to medullary space. The mod plasma ha stm gone down. The doctor decided use 19*127 mod plasma ha stm, this one can't put into the medullary cavity. At last, the doctor use 18*167 mod plasma ha stm finished surgery. The doctor very skeptical about size of "18*127" and "19*127" mod plasma ha stm. The size of 18*127 mod plasma ha stm doesn't match 18*127 die trial. (B)(6) 2015: it was confirmed that stryker devices were not revised during the surgery.